Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device reported to have been discarded.

Event description:
It was reported that the 7 mm x 23 mm biocomposite interference screw ar-1370c ((B)(4)) along with the 11 mm x 28 mm round delta biocomposite interference screw ar-5028c-11((B)(4)), and the 10 mm x 28 mm round delta biocomposite screw ar-5028c-10 ((B)(4)) were being used in an acl reconstruction procedure. During the procedure, while trying to implant the 11 mm x 28 mm biocomposite screw into the tibia, the screw would not come off of the driver. This was removed from the patient since it was still stuck on the driver. The 10 mm x 28 mm biocomposite corkscrew was opened for use, however it was opened incorrectly from the package, and was discarded. The 7 mm x 23 mm biocomposite interference screw (ar-1370c) was opened for the procedure. While the surgeon was passing graft through the tibia, a piece of bone block broke off. This caused the surgical technique to be changed from btb to soft tissue with rt tightrope in the femur. An unplanned incision was created on the lateral side of the femur to complete the new surgical technique successfully. No patient injury reported.